Event description:
A consumer reported that following intraocular lens (iol) implantation in the sulcus (because the bag broke), she experienced corneal turbulence and post astigmatism with retinal inflammation. She believed that incorrect measurements must have been taken and the wrong power lens was implanted, as the lens did not "seem right for a highly myopic eye." She reported that she sees minus 3 after surgery and only 20/40 corrected, when correction can be made. She indicated that her eye is still healing after almost four months, her near and mid-vision is "ok," and everything else is "awful." In a f/u, the consumer further reported the operation was difficult due to the cataract was dense. She stated the surgeon told her the reason for her blurry vision was retinal edema and astigmatism. She stated that the astigmatism was from an enlarged incision to put in the lens after the bag broke; the stitches have since been removed. The consumer reported she has a history of monovision with hard contact lenses. Her right eye was set for near and her left eye for distance; and the surgeon mentioned prior to cataract surgery that he was going to err on the side of nearsightedness. She stated that she was out of her contact lenses for three weeks prior to the measurements. She is currently being referred to a retinal specialist and still using postoperative medications. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).